Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On february 17, 2009, the lay-user/patient contacted lifescan alleging that the onetouch ultramini meter is giving three dashes. A no response letter was sent to the patient, as the patient could not be contacted by phone. The patient tests his blood glucose frequently and takes insulin based on an insulin sliding scale per the lfs meter readings. The subject meter started to give the three dashes in 2009. It is not known if the patient was able to obtain any blood glucose reading on the subject meter. However, the patient reported that after the alleged issue began, he was approximating his insulin dose of humulin n and r. At about one week later, the patient developed symptoms described as "blurry vision, real tired, and can hardly function," which could be suggestive of hyperglycemia. The patient indicated that he did not receive any medical intervention. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms, and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. The three dashes issue was resolved with training. This complaint is being reported because the patient claimed he developed symptoms that can be suggestive of hyperglycemia after he may have not been able to test his blood glucose for a week due to the alleged issue. During that week, the patient reportedly "approximated" his insulin dose. Replacement products were sent to the patient.